Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Small piece of broken drill bit was left in patient. Was surgery delayed due to the reported event? Yes. If yes, number of minutes: 3. Action taken when event occurred? Surgeon tried to remove, but unsuccessful. Was procedure successfully completed? Yes. Were fragments generated? No. If yes, were they removed easily without additional intervention? Unknown. If no, explain: surgeon tried to retrieve, but was unsuccessful. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes. If yes, describe: took about 2 more xrays to try to find and locate small fragment of drill bit. Is the patient part of a clinical study: no. (B)(4). Device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.: true.